Event description:
It was reported that lead fracture was suspected. Elevated impedance, increased nsvt (non-sustained ventricular tachycardia), high short interval counts (sic), lead failure on egm (electrogram) and noise by some motion of upper extremity was confirmed. The ventricular fibrillation (vf) detection was turned off and the lead remains in use. It is noted that the patient has been scheduled for a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: d164vwc implantable pacemaker/cardio/defib - (B)(6) 2008. (B)(4).